Event description:
It was reported that the pacemaker was in a backup-mode. No intervention or procedure was reported. No patient symptom was reported.

Event description:
New information received that the patient presented via remote monitoring and attended to the clinic due to the pacemaker (pm) in backup mode. The pm was reprogrammed to normal mode. The patient had no consequences.